Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited intermittent high out-of-range shock impedance measurements that were measured many months apart. Otherwise, the shock impedance measurements had been stable around 70 ohms. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that external electromagnetic interference can cause aberrant measurements and advised to bring the patient into the clinic for further troubleshooting. The patient was brought into the clinic and non-invasive programmed stimulation (nips) and commanded shocks were given in order to test the integrity of the shock delivery system. The test was done successfully and the clinic plan is to continue to monitor this patient. This product remains in service. No adverse patient effects were reported.